Event description:
It was reported that the patient underwent a revision surgery approximately 4 (four) years post implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: biomet g7 bonemaster ltd acet shl 56f. Item: 010000705. Lot: 5972171. Stryker biolox delta ceramic v40 femoral head. Item: 6570-0-228. Lot: 78991905. Stryker exeter v40 stem. Item: 0580-1-441. Lot: g8032175. G2: australia. The customer has indicated that the product was discarded and will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. However, it was also identified that zimmer biomet acetabular devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. Please note, per the IFU 01-50-1233, it states not to use these products for other than labelled indications - do not use components of the g7 acetabular system polyethylene acetabular liners with components of any other system or manufacturer, unless authorized by zimmer biomet. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.